Manufacturer narrative:
The pump was received with a full segment display due to an open lcd driver. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No blank display was noted. Unable to perform the displacement test due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she just got up and then pressed the button on the pump to check the time but noticed that the screen was totally blank. Customer's blood glucose was 291 mg/dl at the time of the incident. Customer changed out the batteries and the screen was still going blank. Customer stated that she was sleeping prior to the incident. Troubleshooting was performed and the customer inserted a new battery but the display did not return. Customer treated with a shot. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.